Event description:
This involved a single pt - this pt's medical history is not known. Info as stated from (B)(4) customer service returns form: "trailing haptic was noted missing, incision enlarged, removed the lens in two pieces, inserted another hd lens. Needed to suture pt's eye shut. No pt injury." Spoke with scrub nurse, (B)(6), who stated that the pt's prognosis was "fine." No extra pt follow up required.

Manufacturer narrative:
The surgeon believed that this would not be reportable, as he stated, "no pt injury." It is likely that the haptic was torn off during loading and injection of the iol. Lenstec will be sending a sales representative to ensure this is being performed correctly. Conclusion: lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly and the event was not caused by the lens design. The results of our investigation indicated that the defects seen were probably caused by forceps or some other instrument used to grasp the lens in the damaged area. With regards to the optic, lenstec concludes that the optic was probably cut to facilitate removal of the lens from the eye. Lenstec wishes to thank you for bringing this complaint to our attention, and assure you of our continuing attention to producing high quality products. It would be appreciated if you forward this report to the surgeon. We now consider this complaint closed.